Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, and it will be returned for further analysis. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.

Event description:
It was reported that this implantable cardioverter defibrillator system was unable to convert the patient's rhythm after therapy was exhausted. Upon review, technical services (ts) determined that patient was experiencing supraventricular tachycardia and went into full sudden cardiac arrest. Ts noted that therapy was exhausted without conversion, with the patient converting on their own and having no memory of the therapy being delivered or the event occurring. This system was explanted and replaced, but the lead has not been returned for analysis. No additional adverse patient effects were reported. This rv lead is no longer in service.